Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A company representative stated that there was no service call placed for this complaint. The customer has not called back to request service at this time. No further information has been provided. If additional information is provided, a supplemental report will be sent out accordingly.

Event description:
Customer reported that the cardiosave intra-aortic balloon pump (iabp) batteries were not charging. It is unknown under which circumstances this event occurred. However, there was no death or injury reported.

Manufacturer narrative:
The getinge field service engineer (fse) inspected the iabp and reported that the batteries were charging and running on wall power, and was unable to reproduce the reported issue. The fse switched the iabp to battery when unplugged and back to wall ac when plugged in. The iabp passed all functional and safety tests per factory specifications, was returned to customer, and cleared for clinical use.

Event description:
Customer reported that the cardiosave intra-aortic balloon pump (iabp) batteries were not charging. It is unknown under which circumstances this event occurred. However, there was no death or injury reported.